Event description:
It was reported that a dib00 intraocular lens (iol) cartridge split at the tip. The surgeon was however able to place the iol using another inserter with a platinum cartridge.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Model #: a complete model # is unknown, as product serial number was not provided. Catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Explant date: n/a, lens remains implanted, therefor not explanted. Initial reporter phone number: (B)(6). The device was not returned for evaluation as the lens remains implanted and the serial number for this device is unknown/ not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.